Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit returned has burned blood at the tip (char). Functional testing was performed and device was found to be within specification. Electrical testing was performed and the device was found to be within specification. Receptacle assembly was also reviewed an the device is found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during atrial flutter ablation procedure, a noisy electrogram occurred. The target lesion was located in the right atrium. An 7/110/2.5/8-8 intellatip mifi xp temperature ablation catheter was being used and displayed noise on the mini electrodes. The cables were replaced; however, the intella tip catheter continued to display noise. No patient complications were reported and the procedure was completed with a different device. The patient¿s status is fine. However returned analysis revealed char on the tip of the catheter.